Event description:
Physicians placed an intra-aortic balloon pump (iabp) catheter into patient. Iabp catheter attached to iabp console. Once iabp was initiated, it reported an alarm "leak in iabp circuit". All circuits were checked and no leaks were found. Initiated pump on console. Iabp would inflate for several beats and then discontinue. Physician requested a second iabp. Second balloon was attached to console and we received the same alert and malfunction. A new console was obtained and attached and functioned properly.